Manufacturer narrative:
Concomitant product: product ID: 3531, product type: external neurostimulator. (B)(4).

Event description:
The consumer reported that the patient's first trial was about 2 to 2.5 weeks prior to (B)(6) 2016. About 2 days after the trial started the wire came out and the patient stopped feeling stimulation. One wire that was implanted came out and the patient had to go back into surgery on (B)(6) 2016 and start all over. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.